Event description:
It was reported that the patient experienced pain with his tactra penile prosthesis. Therefore, the patient underwent surgery to replace the device with an inflatable penile prosthesis. There were no further patient complications reported.